Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the colonovideoscope exhibited foreign objects inside the nozzle. There was no report on the subject device being used in procedure after the suggested event was reviewed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the nozzle. There was no patient involvement.